Event description:
Related manufacturing ref: 3005334138-2018-00501. At the beginning of an atrial flutter procedure, the patient presented to the procedure with a small pericardial effusion. The pericardial effusion was noted on transesophageal echo before any catheters or introducers were inserted but the procedure was continued. A double transseptal puncture was performed, the left atrium was mapped, and the right pulmonary veins were ablated. The patient was in atrial flutter throughout the procedure and the effusion was monitored occasionally and showed no increase in size. The patient's flutter rate increased and their blood pressure became unstable so the patient was electrically cardioverted. The patient's blood pressure remained unstable and an ice catheter revealed the effusion increased in size. The procedure was discontinued and a pericardiocentesis was performed and heparin was reversed. The patient was extubated and transferred to the ICU for monitoring in stable condition.